Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient stated that he was able to complete his treatment but he noticed that there was fluid leaking when he opened the pump door to remove the disposable tubing set used during the treatment. Per the clinic, there was a small crack noted in the base of the cassette in close proximity to the base of one of the domes. Nurse stated that the patient was administered prophylactic antibiotics and had no adverse effects. Nurse also stated that the patient informed her that the sample was returned to the manufacturer. Sample has not been received at this time.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.